Event description:
In this event, it was reported that a staff member experienced a number of symptoms including redness, swelling, itching, burning, dryness, and peeling on the upper lip, lower lip, both temples and cheekbones after use of comfit masks. The affected user applied a cortisone cream and reported that the symptoms improved with its usage until a certain point; a prednisone shot was ultimately administered, after which the symptoms cleared within three days.

Manufacturer narrative:
While there is no indication that the masks involved malfunctioned, this event meets the criteria for reportability per 21 cfr part 803 due to the intervention required.